Manufacturer narrative:
Investigation:the disposable set was not returned for evaluation. The manufacturing records,and testing records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. No similar reports have been received regarding this lot number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:-characteristics of blood: there is a possibility that red blood cells do not fully settle out and "g" mixed in with plasma if donor¿s blood has characteristics of heavy milky plasma.-termination condition of plasma separation: if plasma is thoroughly separated during plasma separation, red blood cells can get mixed with plasma. It is more obvious when the separation speed is greater.-red blood cell remaining in the upper part of a bag after centrifugation: if whole blood is pooled inside the outlet port and centrifuged, the whole blood stays as it is during centrifugation, and red blood cells may be got caught in the flow of plasma and get mixed with the plasma on plasma separation.

Manufacturer narrative:
(B)(4). Investigation: the customer suspects that when they began to use the bags initially, they did not spin them down correctly during processing, allowing red cells to lyse when they freeze the plasma. The corresponding red cell product was transfused with no issues. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had one unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. The unit was discarded. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. (B)(4). The disposable set is not available for return because it was discarded by the customer.